Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for a clinic visit following surgery relating to a fall. Stored electrograms revealed noise on the right ventricular lead and it was noted that the noise episodes started on the day that the patient fell. Low ventricular lead impedance was also observed. The patient was asymptomatic. On (B)(6) 2016 the lead was capped and during the procedure, it was noted that the lead insulation was denuded. The lead was replaced. The patient was discharged home post procedure.